Event description:
It was reported that this pacemaker went from a battery status of three years remaining to a battery status of five months remaining one year later. The device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery was initially depleting normally after exceeding longevity expectations; however, analysis of recent device data showed the voltage recently fell below nominal expectations, which, resulted in a rapid change in the longevity projection. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.